Manufacturer narrative:
(B)(4). The customer reported that the device did not discharge energy during a cardioversion procedure. They reported that there was no negative patient impact or outcome. A philips field service engineer evaluated the device and verified the reported symptom. The power pca was replaced to resolve the issue.

Event description:
The customer reported that the device did not discharge energy during a cardioversion procedure. They reported that there was no negative patient impact or outcome.